Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as the remote transmission was not generated. - in-depth analysis revealed that the observed issue resulted from a rare software malfunction at the level of the back office, which failed to free ports in the server and therefore could not complete the generation process. As a result, the remote transmission could not be generated correctly, leading to the observed issue. - this case is recorded for trending purposes.

Event description:
Reportedly, an empty remote report was transmitted on (B)(6) 2023 for the alizea sr 1300 s/n (B)(6). The associated file can still be read on a programmer.

Event description:
Reportedly, an empty remote report was transmitted on (B)(6) 2023 for the alizea sr 1300 s/n (B)(6). The associated file can still be read on a programmer.